Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent: l5-s1 posterior lumbar interbody fusion with peek interbody cage with infused allograft and local bone graft fusion with posterolateral bmp graft and a three-dimensional navigation with posterior 6.35mm pedicle screw fixation l5-s1. Preoperative diagnosis: l5-s1 degenerative disc disease. Per op-notes: "...prepared the endplates with a variety of curette and rongeurs, and then distracted open its space to 8mm and then tapped in 8mm, kidney bean shaped peek interbody cage. We augmented this with local bone for facetectomy as well as peek tube 12 sponge. After we had countersunk the device appropriately we then, using a combination of direct vision and navigation with back table work plan, drilled the pilot hole into the pedicle at l5-s1 and then tapped both of these and then delivered a 45mm, 6.5mm screw into the pedicle at l5, a 40mm, 6.5mm screw into s1. These were connected with 6.35mm rod placed into compression and the heads were sheared off. The inter-transverse fusion was obtained on that side with a infused bone sponge..." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.